Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter alleged that the cs 088 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 088 call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the battery compartment was cracked, with evidence of moisture inside. The leak test failed due to the cracked battery compartment. The pump was opened and moisture was observed inside the pump.